Event description:
This is a case, which was reported to baxter (B) (4) on 19 mar 2009 ((B) (4)). The complaint was received from a baxter affiliate and refers to a cryocyte bag. The reporter states that the bag contained 200ml stem cell harvest which was kept frozen (B) (4). When taken out of the freezer, it was discovered that the sterile-cap that closed the bag was broken and thus the bag was open. No pt injury has been reported.

Manufacturer narrative:
(B) (4). Baxter medical assessment: this is a cryocyte bag breakage that occurred during storage. No pt injury has been reported. It is unk at this time if the cells in the broken bag were infused so there is a potential risk regarding the break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the pt outcome. (B) (4). We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA (B) (4)). The lot reported was manufactured before corrective actions were implemented; therefore, evaluation of the complaint sample is not necessary. A CAPA (B) (4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. The CAPA (B) (4) was closed on jan 28,2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes. Please note that if any additional info comes available regarding any negative pt outcome, a follow-up report will be submitted.